Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range pacing impedances at a follow up. The impedance had risen since the implant procedure and remained out of range. At this time no further action has been taken and the device and competitor right ventricular lead remain implanted.

Manufacturer narrative:
As this device remains implanted no analysis will be conducted. Should additional information become available this event will be updated.